Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not turning on. Upon troubleshooting, fse found that a defective pdu (power distribution unit) fan tray and dcps (direct current power supply) in the machine room m cabinet. To resolve the issue, fse replaced the pdu fan tray and dcps. The cause of the pdu fan tray and dcps failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fan tray and dcps by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.